Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that that her leg and hip on the side of the implant was hurting. It seemed like she could feel the implant closer to the skin like it moved that happened about a month ago. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.